Event description:
"Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion at infusion site and was alerted by alarm 2 followed by alarm 26. No further information available.